Event description:
An optometrist reported a case of trace corneal haze, observed on a patients' right eye one month post photo refractive keratectomy (prk). Pt noted no complaints and no loss of visual acuity. Reporter indicated patient was placed on topical steroid eye drops and issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).